Event description:
It was reported that intermittent malfunction alarms occurred. Reportedly, the customer continued using the pump until the replacement pump arrived. Customer's blood glucose (bg) level was "high", although, a specific value was not given. The customer addressed their bg with a manual injection.